Manufacturer narrative:
.

Event description:
It was reported that a wand was not functional during interrogation attempts on (B)(6) 2016. Patients were not affected as backup wand was available. Troubleshooting was attempted by changing the wand battery and swapping each part of the programming system to isolate the issue. The 9v battery change had no effect on the wand. Swapping of the usb serial adapters had no change. The data received light would not come on during interrogation events. Additional troubleshooting performed identified that it was the tablet usb serial cable that was malfunctioning and not the wand. The wand was confirmed to be fully functional with no issues. The serial cable is expected to be returned for analysis but has not been received.

Manufacturer narrative:
(B)(4)

Event description:
The usb adapter cable was received on 2/11/2016. Analysis is underway but has not yet been completed.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.